Event description:
It was reported that the bd (B)(6) luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: observation during the filling of the syringe with a product, of the presence of a mobile black tip 1cm long inside the syringe body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6) poste (B)(6). Investigation summary: one photo received for investigation, upon visual inspection of the picture provided it can be observed there is a foreign body inside the fluid path. Size and shape of the foreign body suggest it is a male pin from the mold that had been introduced in the barrel during molding process. A device history review was performed for lot 2107109 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the molding process, where a pin from the mold was broken. Manufacturing personnel have been notified of this incident to increase awareness. A project was initiated to reduce any foreign matter inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one picture has been received in order to perform investigation. Defective device is a (B)(6) syringe with reference (B)(4) and lot number 2107109. Complaint describes foreign matter inside the fluid path of the syringe. Upon visual inspection of the picture provided it can be observed there is a foreign body inside the fluid path. Size and shape of the foreign body suggest it is a male pin from the mold that had been introduced in the barrel during molding process. When barrels are molded, if a pin is broken or detached from the mold, stays inside the barrel of the device. DHR from lot 2107109 has been reviewed finding an annotation regarding the alleged defect. During molding process, the pin from cavity 20 of the mold. Once molding team detected the failure, cavity from the mold was cancelled. Injection machines are periodically subjected to maintenance and cleaning program according to procedure (B)(4). According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during has different manufacturing sub-processes according to procedures ((B)(6)) since fm was identified by the picture provided and DHR confirms the defect, it can be confirmed the origin of the foreign matter is a pin from molding process. The root cause of the alleged defect is located in molding process where a pin from the mold was broken. Based on all the preventive measures and our stringent in¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Quality project#1690 is opened for reduce foreign matter defects in hypo product. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.